Event description:
Pt's aortic neck exhibited a conical neck with a reverse taper. The main body was introduced via a left sided introduction. Due to the length selected for the main body graft the use of iliac extension on both the contralateral and ispilateral side had been planned. Post angiogram noted a proximal type I endoleak. A balloon catheter was inflated numerous times at the proximal sealing stent. A second angiogram noted the endoleak had minimized in size, and was thought would resolve itself with normal act. Pt to be monitored for endoleak presence.